Event description:
Pt reports that spring in freedom pump has malfunctioned. Pt able to complete yesterday infusion manually. Infusion done yesterday stopped and when patient reloaded the spring without the syringe later to test it, it does not work. Patient has been on therapy using a freedom pump for about 12 years and has needed to replace freedom pump every few years due to pump wearing out, but she has only had current pump for a few months. Will replaced pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? No. Is the actual device available for investigation? Pt will return. Pump used to infuse hizentra at above dose and frequency. No additional information available. Reported to (B)(6) by pt/caregiver.